Event description:
A patient experienced an unexpected post-op refraction following intraocular lens (iol) surgery. The iol was removed and replaced and the patient's refraction was as expected. Additional information has been requested.